Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. The device also reportedly had a solid white screen upon boot up, which is an indication of a device lockup. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assemblies and other unrelated parts, then observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed parts were returned to physio for further evaluation. The cause of the reported issue was observed to be due to a shorted integrated circuit chip, designator u61 from the system controller pcb assembly.